Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for swelling : hemarthrosis. Event is not serious and is considered mild. Event is remote possibility related to device and is remote possibility related to procedure. Date of implantation: (B)(6) 2022; date of event (onset): (B)(6) 2022; (right knee). Treatment: knee aspiration/drainage; oral medication - celebrex.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.